Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the audiologist, the patient underwent revision surgery (date not reported) due to an unknown reason, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed and an abutment was placed on the internal fixture. Additional information has been requested; however has not been made available as of the date of this report.